Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead was unable to be implanted. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of the lead was found to be immobilized was not confirmed. As received, a complete lead was returned in one piece. Visual inspection and electrical testing did not find any anomalies.